Event description:
The customer reported that the multi-gas unit is giving incorrect readings that are too low during a case. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: customer stated multi gas unit ag-920ra was reading low on patient. Customer would like to send device in for repair. Service requested: repair. Service performed: repair. Investigation result: device was put into service on 8/18/2012. Warranty expired 8/18/2017. Service history for this device shows no other tickets were created. Device is not available for investigation. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. The root cause could not be determined. No additional incidents have been reported since (B)(6) 2019.

Manufacturer narrative:
The customer reported that the multi-gas unit is giving incorrect readings that are too low during a case. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multi-gas unit is giving incorrect readings that are too low during a case. No consequence or impact to the patient.